Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. The rv lead was replaced to resolve the event. The patient was stable.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.